Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced diminished vision and glare symptoms following implantation of intraocular lens for the left eye. The visual symptoms were first observed during a post-operative examination during a site visit. Daily activities were not affected. The original lens was subsequently explanted during a secondary surgery and was replaced with a non-johnson and johnson iol with +24.0 diopter. The pre-operative bscva was 20/20-1 and the post-operative bscva was 20/20. No unplanned surgical interventions such as, incision enlargement, sutures, or vitrectomy were required. No medication was prescribed that was outside of the standard of care. Directions for use were followed. The patient has fully recovered. No further information was provided.